Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes during patient follow up externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Event description:
The ventricular lead shows an increase in impedance and the capture threshold measured high. The lead will remain implanted due to patient's terminal illness.